Manufacturer narrative:
(B)(6). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of manufacturing records could not be conducted as no lot or product numbers were received. A complaints search on the aml stem could not be conducted as no product codes were provided. A complaints search on product code 152190059.without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Event description:
This case is the third revision of dint (B)(4). The initial tha was performed in 1994, due to osteoarthrosis. An aml plus stem was implanted at left, and a previous aml stem was implanted on right joint. The first revision was performed on (B)(6) 2006, and the heads and the liners of the both joints were replaced. The second revision was performed on (B)(6) 2012, due to the increase of the crp in the patient¿s left leg, and the possible wear of the poly-liner and the infection. In this revision, only the head was replaced. During the surgery, the surgeon identified that blackened metallosis at where the stem was implanted, and a mass of membrane-like soft tissue was building up between the liner and the cup. The surgeon diagnosed that the metallosis was possibly caused by wear of the extracted head, which might have been worn down during the first revision. The third revision was performed on (B)(6) 2014. The aml plus was replaced with s-rom long. The surgeon intended to replace the head with a ceramic one, however due to lack of the length, the joint was dislocated during the implantation. The head was eventually replaced with a metal +6mm head.